Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. Archive had 3 patient archives and one of them matched with the log analysis. This patient archive had 5 imaging system exams and 3 magnetic resonance (mr) exams merged together with imaging system 1 exam as reference. Two touch registrations were available with accuracy metric of 0.9 and 0.7 millimeters (mm) respectively performed on imaging system exam. Touch registration points were good and both green and yellow zone of accuracies were present covering the region of interest. Log analysis was in-line with archive analysis. In addition to archive analysis, logs revealed that trajectory was locked by the surgeon five times during the procedure. Target alignment was found to be < 1.5mm for four of the times and user navigated the needle. It was observed that logs reported more than a few ¿motion detected between tracker and frame¿. Though imaging system registration was not used for the procedure, these errors and the time between registration and actual navigation lead to a suspicion of patient tracker movement. It could not be deduced from log/archive analysis why the inaccuracy was observed. Codes: b01, c19, d15 h2). Please see section d9 and a2-4 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that after registering the patient, setting a trajectory, and placing the biopsy needle, the site acquired a confirmation spin and reported the needle was off. The site reported no issue with their registration or initial planned trajectory. The surgeon re-set the plan entry point and widened the burr hole accordingly. After widening the burr hole the bone anchor no longer had adequate purchase for the thermal therapy system portion of the procedure. The site aborted use of the navigation system and swapped to a robot system for the duration of the procedure. There was no impact on patient outcome. There was a 4-5 hour surgical delay.

Manufacturer narrative:
Continuation of d10: product ID 9735670, (serial: (B)(6) ); h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. H6: additional review indicates that codes d15, b17, c20 are no longer applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.